Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that his meter was prompting error 4 and error 5 messages. The medical affairs specialist spoke to the patient in 2006, and obtained and verified the following information. On the day of the event, 2006, the patient was able to obtain a blood glucose result first thing in the morning; however, he could not remember the result. He is currently using an insulin pump. The basal rate adjusts throughout the day and he takes his bolus insulin based on the meter result before meals. For the remainder of the day, he was unable to test due to repeated error 4 and error 5 messages. He stated that he "guessed" at the amount of insulin to take. He began to feel wobbly at approximately 4:00 p.m. So he decided to lie down. His neighbor found him unresponsive at approximately 5:00 p.m. He was taken to the hospital and his blood glucose was tested; the result was 27 mg/dl. He was treated with an IV and oral glucose. He was released the same night, after his blood glucose was stabilized. The testing supplies were in good condition, the testing technique was correct and the technique for cleaning the puncture site was correct. The patient stated that the temperature at the time of testing was within range. The patient retested while on the phone with the lfs customer service representative and he was able to get a result. This complaint is being reported, as the patient was unable to test on his meter and he subsequently had a hypoglycemic episode. A replacement meter has been sent.